Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip surgery on (B)(6) 2020, the 5 mm hexagonal screwdriver was broken while in use. The procedure was successfully completed with the use of another screwdriver. There was no surgical delay and no patient consequence reported. This report is for one (1) 5 mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: damage. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, l/n: 9298596) was received at us cq. Upon visual inspection, it was observed that the proximal shaft section of the complaint device had broken between two laser cut teeth. The shaft had completely broken off into two separate pieces. Both pieces of the broken complaint device were received at us cq. Additionally, the shaft of the device was observed to be bent. No damage or defect was noted to the remaining features or components of the returned device. Defect/failure identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n: 03.037.028, l/n: 9298596) as the proximal shaft section of the complaint device had broken into two separate pieces. Additionally, the shaft of the device was observed to be bent. While no definitive root cause could be determined, it is possible the device experienced an application of unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.028; lot: 9298596; manufacturing site: hägendorf; release to warehouse date: january 16, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.